Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was below 400 mg/dl and check it again after 15 to 20 minutes blood glucose level was 454 mg/dl. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.